Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. Technical support assisted the customer with updating biq/ciq settings and device settings and advised checking in with the healthcare provider when changes are made.